Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had air bubbles and possible site occlusion. The customer's blood glucose level at the time of incident was 374mg/dl. The customer had been as low as 34mg/dl. The customer treated the lows with juice. The customer states they had gotten a no delivery alarm. The customer was advised to monitor the device and call back if issues persist.